Manufacturer narrative:
Device not returned. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. In this case, this patient initially had this valve placed for endocarditis. Postoperatively, the patient again had positive cultures for methicillin-sensitive s. Aureus as seen prior to the surgery. Although the root cause of this event cannot be conclusively determined without the sample device, it appears that this event was likely related to the patient's pre-existing infection. No further actions are possible with the available information.

Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 1 month due to prosthetic valve endocarditis. The surgeon indicated that the explant was not related to a device malfunction; the infection source was (B)(6). According to the op report, in (B)(6) 2012, this patient developed an acute abdomen and underwent surgery. He subsequently had bacteremia with (B)(6) and developed endocarditis of his native mitral valve. On (B)(6) 2013, the patient underwent mitral valve replacement with the subject device. He initially did well postop; however, was again found to have positive blood cultures for (B)(6). Therefore, redo-mitral valve replacement was planned. Intraop echo showed extensive vegetations on the prosthetic valve and a perivalvular leak posteriorly. The aortic and tricuspid valves appeared normal. During explantation of the prosthetic valve, the findings on echo were confirmed. The device was replaced with a new edwards bioprosthetic valve.